Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing discomfort on his back. Patient reported that the are is sore from moisture and rubbing. There was no alleged device malfunction. The patient was recommended a water based lotion by a physician. Patient stated that the irritation is doing better.